Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, 96 devices had an open seal compromising sterility and loose needle caps. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, 96 devices had an open seal compromising sterility and loose needle caps. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-feb-2026. Investigation summary: bd received 23 samples for investigation. During the visual inspection for loose IV shields, all 23 samples passed as the IV shield was properly connected to the device. Furthermore, the samples were visually inspected for loose np shields, and eight samples failed because the np shield was loose and not fully in position. In addition, the samples were visually inspected for broken seals, and ten samples failed as the unit label was open. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: loose and open package/seal. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.